Event description:
Initial troponin t result of 0.387 ng/ml. Same sample repeated twice gave result of <0.010 ng/ml each time. The initial result was not reported. The field service representative determined there was a problem with noise on the cable. The instrument was repaired.